Manufacturer narrative:
(B)(4).

Event description:
It was reported t-wave oversensing episodes were observed at a device check-up. The patient was asymptomatic. Several programming changes were recommended. No further information is available.